Event description:
It was reported that the patient with this artificial urinary sphincter continued to use one pad per day after the original procedure, as full continence was not achieved. Therefore, a revision surgery was performed to remove and replace the cuff. There were no device issues and no additional patient complications reported.

Manufacturer narrative:
The exact implant date was not available, therefore the date (B)(6) 2023 was used as estimate, as it was reported per gfe that original surgery was performed in 2023.